Event description:
The customer reported an issue with the touchscreen of the pump, which became unresponsive, preventing any input or interaction. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Without taking any prior action, the customer contacted technical support, who guided them through a pump reset, but the screen remained unresponsive. The technical support team arranged for a replacement pump to be sent, complete with updated software. They instructed the customer on putting the pump into storage mode and how to return the malfunctioning pump. The customer has supplies available for alternate insulin delivery and was informed about the steps to follow once the new pump is received.